Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Olympus will continue to monitor the field performance of this device.

Event description:
During a therapeutic laparoscopic cholecystectomy procedure. A 10-minute delay was reported and there was a standby loaner camera head. The patient was under general anesthesia and the procedure was completed with the loaner camera head.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not replicated. Additional information attachment (qisd-fy23pb-001 video.mp4) showed that the image was temporarily darkened during procedure and no image was displayed. Therefore, it was determined that poor communication occurred temporarily due to the device noises in procedure, and the image disappeared around 1 second and then reappeared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of image disappearance was not confirmed. The evaluation did not uncover any issues. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
A customer reported to olympus that the hd 3cmos autoclavable camera head, image disappeared for around 1 second and came back on afterwards during an endo procedure. The procedure was completed using the same device. There were no reports of patient harm associated with this event.